Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer stated that a there was a separation at a connection port during an infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a separation occurred at the connection below the port was confirmed. The set was visually inspected and the set arrived in two segments, separated at the engagement between the outlet of the distal nac y and tubing. Further visual inspection under microscope observed evidence of some solvent at the end of the tubing within the nac y outlet port; however it was an insufficient amount to retain the engagement. Dimensional testing was within specification. The overall tubing shape was observed to be corret (circular). The cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement. The root cause of the insufficient solvent is attributed to improper assembly due to equipment and/or operator error.